Manufacturer narrative:
Corrected data: d10 - device available for evaluation: "no" should be removed from supplemental medwatch report #1, as lens was available. B5 - on (B)(6) 2019 the lens was repositioned but did not resolve the problem. The lens was exchanged on (B)(6) 2019, intraoperatively during intial lens removal. H6 - device code 1494: off-label use (under 21yrs of age at date of implant). Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.5/+4.5/107 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to lens rotation not associated to a low vault. The lens was repositioned but the problem was not resolved so the lens was explanted. The lens was exchanged for a longer lens and the problem was resolved.